Manufacturer narrative:
An event regarding the appearance of discolored ha coating of a accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not completed as no device was not returned for analysis. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been 1 other events for the lot referenced. Conclusions: the event was not confirmed. An nc was issued for the reported failure mode, the investigation concluded color variation on ha coating post gamma irradiation sterilization is a known phenomenon.

Event description:
It was reported that, during a hip surgery, a surgeon realized that the ha coating was discolored to yellow. The stem was implanted as is.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a hip surgery, a surgeon realized that the ha coating was discolored to yellow. The stem was implanted as is.